Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a fully broken grip cable at the idler pulleys. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable broke on a mega suturecut needle driver instrument when suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no evident broken cable or other damage prior to use. The instrument did not collide with any other instrument during the procedure. No images were taken. The instrument was sent back.